Event description:
It was reported that a piece of the tip broke off the tip of the irrigator and fell into the surgical site. The surgeon had to make the incision larger in order to remove the piece from the surgical site. The piece was able to be removed completely. There were no add'l adverse consequences related to the event. A back-up device was used and there was no surgical delay.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.